Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that system takes long to turn on. Upon checking with customer, the issue found to be is due to hemo cables and resolved by customer end. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the hamo cables that is not related to the device. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system has a delayed bootup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.